Event description:
It was reported that the patient with this implantable cardioverter defibrillator experienced discomfort due to the position of this device. A revision was performed successfully to relocate the device medially. No additional adverse patient effects were reported.